Manufacturer narrative:
The lead polarity was reprogrammed to unipolar. No intervention was performed and normal follow-ups were scheduled. This report will be updated if additional information becomes available or if a lead revision is performed.

Event description:
Boston scientific received information that, during a routine follow-up, it was noted this right atrial (ra) lead had daily impedance measurements greater than 2500 ohms and noise in stored electrograms. During the follow-up, impedance measurements were within the normal range. A lead fracture was suspected. No adverse patient effects were reported.